Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of been hospitalized on (B)(6) 2018 with blood glucose of 500 mg/dl. Customer had symptom of high blood glucose; customer had vomiting. Customer was hospitalized due to dehydration. Customer was hospitalized and was treated with insulin drip. Customer was wearing insulin pump 48 hours prior to hospitalization. Customer declined most troubleshooting. Customer's outcome pertaining to the complaint: did a self test and displacement test on pump and passed. Sending tubing clamp for pressurized testing. Concomitant frn-model unknown ¿ reservoir.

Manufacturer narrative:
The insulin pump was received with the operating currents within spec. And passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test at 0.08715 inches. No over delivery anomaly noted during testing. The insulin pump was received with cracked reservoir tube lip, cracked reservoir tube, broken belt clip slot, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. (B)(4).